Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty main board/printed circuit board. The cause of the failure is likely related to the effects of high voltage, high current, static electricity, etc. Caused by the power supply environment and the effects of heat and humidity, etc. Caused by the use/storage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the problem occurred intermittently after connecting the camera head. There were no irregularities in the appearance of the main board or physical damage to the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported that during installation of the video system center, a few minutes after switching on the processor, horizontal and vertical striped lines appeared on the display image. This was prior to the device being handed over to the customer. The device was returned to an olympus service center for evaluation. Inspection and testing observed horizontal lines in the image and the endoscopic image was not visible, due to a defective main circuit board. This report is being submitted for the malfunction found during the device evaluation. There was no patient involvement.